Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker had reached elective replacement indicator (eri) battery status earlier than expected. At the follow up in (B)(6) 2016 the remaining longevity was 2 years; however, at this device check it was noted eri was declared (B)(6) 2017. Premature battery depletion was suspected. A boston scientific technical services consultant discussed possible reasons for eri being declared early, and noted that pacing impedance measurements of 250 ohms on the non-boston scientific right atrial (ra) lead could contribute to eri declaring earlier than expected. The eri to eol window was 90 days, so device replacement was recommended. Approximately six weeks later, the device was explanted and replaced. The chronic leads remain in use with the new device. No additional adverse patient effects were reported.